Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a rupture with our balloon.

Manufacturer narrative:
Additional information received on 01/22/2024. Patient height: 165 cm. Investigation finalized on: 03/26/2024. A getinge field service engineer evaluated the unit and due to blood stains on the pim unit (safety disk, etc.),fse replaced the pim unit.